Event description:
It was reported to boston scientific corporation on july 31, 2008, that a endovive safety peg kit push method device was used during an egd (esophagogastroduodenoscopy) with peg placement procedure performed in 2008 (male patient; weight unknown). According to the complainant, the safety scalpel was in the permanently locked position. The procedure was completed with another endovive safety peg kit push method device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
Device has been received for evaluation, and visual examination of the scalpel has confirmed that the safety shield was locked onto the blade, and could not be removed. A review of the device history record for the pertinent lot was performed; no anomalies were noted. A search of the complaint database did not identify any similar complaints reported for the same lot number. The july 2008 15-month initial g-tube eternal feeding product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.